Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, when the new reload was installed, the device could not be fired. Another device was used to resolve the issue in order to complete the case. There was no patient injury.